Event description:
In 2008, the pt reported that he saw condensation on the window of the cartridge compartment of the infusion device. He removed the insulin cartridge from the infusion device and saw drops of insulin in the cartridge compartment along with crystallized insulin. He stated that insulin leaks from the insulin cartridge as he attaches the adapter and infusion tubing. The pt was educated on the proper procedure. The pt was assisted with switching to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.